Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. Boston scientific sales representatives were not presented at the time of this procedure, thus, it is unknown why this lead was abandoned. No additional adverse patient effects were reported.